Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device was used in the brachial artery. Per the instructions for use: the starclose se vascular closure system is designed to deliver a nitinol clip to close femoral artery access sites following percutaneous catheterization procedures. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a brachial artery was attempted using a starclose se device with a 6f sheath after a bilateral renal stenting procedure. Reportedly, after the starclose se clip was deployed, an ultrasound was performed that showed the clip was deployed inside the brachial artery. Surgery was performed to remove the starclose se clip from the vessel. There was a clinically significant delay due to the surgery to remove the starclose se clip. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was used in a brachial artery. It should be noted that the starclose se instructions for use (IFU) states: the starclose se vascular closure system is designed to deliver a nitinol clip to close femoral artery access sites following percutaneous catheterization procedures. The device was returned for analysis. The reported device operates differently device operates differently-clip (clip was deployed) was not able to be replicated in a testing environment as it was based on operational circumstances thus was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.